Event description:
It was reported that during a coronary intervention, the 1.50x15mm mini trek balloon dilatation catheter shaft was noted to break. Another device was used to complete the procedure. There was no report of intervention to remove the catheter. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: resistance was met while advancing the 1.50x15mm mini trek.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.